Event description:
The following information was reported: the technician mentioned that as she pulled back to the second stop, she felt something "give" and then everything withdrew from the patient. The technician converted to manual pressure for more than 30 minutes. There was no patient injury. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention coronary vessel size: 7 mm sheath size: 6f stick location: medium.

Manufacturer narrative:
Visual inspection of the returned device revealed that the balloon was filled with approximately 1/3 of saline and 2/3 of air. The balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The balloon was inflated with fluid and verified in a go/no go gauge to be within specification. Based on the information provided and the investigation performed, the root cause of the reported event could have been the instructions for use (IFU) were not followed. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and resulting in balloon pull through at the arteriotomy. There is no evidence to suggest that the mynxgrip device did not meet specifications or perform as intended per the IFU. The review of the lhr (f1506805) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).